Event description:
The customer reported bed rail bracket loosening in (6) sechrist model 3200 hyperbaric chambers (the serial numbers for only 5 of the 6 chambers were provided). No pt injury/compromise has occurred as a result of this problem. It was the customer's opinion that this issue poses a potential injury or chamber damage risk if an inattentive operator fails to properly align the rails.